Event description:
The customer reported to baxter sweden of a vialmate in which while using the "vialmate to mix antibiotics they saw a piece had been cut out from the membrane and got to the solution. Solutions was not given to any patient." The event was reported to have occurred during storage. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was available for evaluation. The vialmate arrived attached to a vial and a viaflo bag. The vialmate was unlocked. Visual inspection on the sample revealed a tiny part of the vial's rubber in the vial. Inspection on the vial's membrane showed that piercing was not centred but has been done at an angle. Vialmate was dismantled to be further investigated, however the vialmate showed no non-conformities. The reported condition was confirmed. The root cause was determined to be a misuse of product. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient.